Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the proximal end of the balloon exhibited longitudinal compression and bunching of the balloon material.

Manufacturer narrative:
A review of the manufacture records for this device was conducted. Additional information has been requested. Should it become available a supplemental report will be submitted.(B)(4)

Event description:
The nanocross was used below the knee (btk). The nanocross would not deflate after inflation so the physician had to do a direct puncture to remove the balloon. No patient injury.